Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a button error alarm. The customer was driving prior to the alarm. The customer¿s blood glucose during the incident was 4 mmol/l. The insulin pump was not bumped or dropped. The device was not exposed to moisture. They were advised to observe the time clock for one minute to verify if time advances. The time did not advance. They were advised to monitor the insulin pump for 3 minutes to verify time clock worked properly and the frozen display did not recur. Time did not advance. They were advised to discontinue use of the device and revert to back-up plan. The insulin pump will not be returned for analysis.